Manufacturer narrative:
The investigation product damage (sterile sleeve damage) and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added b2 was inadvertently left blank on manufacturer device report 1220648-2024-24816 e4 should have been left blank on manufacturer device report 1220648-2024-24816.

Event description:
The complainant reported that the patient had sepsis, as blood cultures were confirmed positive for staphylococcus epidermis. The sepsis was treated by giving the patient antibiotics. The complainant also reported that there was a sterile sleeve issue, noted by the unsecured distal lock on the sterile sleeve and gap observed between that lock. It was unclear how long it had not been secured or whether the sleeve was torn. The nurse covered the exposed area with a tagederm dressing for preventative measure. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock and cp with smartassist: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. Section: warnings and cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed on optical signal issue. Data logs were reviewed and there were several distinct drops in the pump's signal-to-noise ratio (snr)/contrast through the first couple days of support. Additionally, the placement signal is trending downward throughout the case. Returned product was investigated and there were no abnormalities noted. The pump passed the laser continuity test. It was then connected to a console and the 5s parameters were all within specification. Based on the reported clinical details, data logs, and returned product, the root cause of the optical signal issues was determined to be patient condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-24816. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there was a placement signal not reliable alarm triggered and the waveforms were no longer displaying on the console. The patient was stable at the time, so the team decided to leave the pump in and continue to monitor motor current and positioning with echocardiography.